Event description:
A letter was received from an attorney stating this patient was injured when patient's right knee prosthesis failed. The letter further states the poly insert was found to be delaminated and fractured.